Event description:
It was reported that the implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. The rhythm was detected in ventricular tachycardia (vt) zone with a rate of 189 beats per minute (bpm) and a single burst of atp was delivered to successfully convert the arrhythmia. It was also noted there was a gradual increase in the pacing impedance measurement on this right ventricular (rv) lead from 765 ohms to a high out-of-range measurement of 1,801 ohms over the past year. The impedance measurement at implant in 2016 was 750 ohms. The battery status was normal. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device and rv lead remain in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.